Manufacturer narrative:
Correction to section h6, evaluation method code. Replacing FDA code 10 with FDA code 4116 because it was identified after decontamination that the tined lead was not part of the device return and therefore the company is unable to perform the appropriate testing to identify the root cause of the impedance issue.

Event description:
The tined lead was not received for evaluation. Review of the device history records (DHR) found no issues. The impedance issue could not be confirmed.

Manufacturer narrative:
The tined lead was replaced. The patient is receiving therapy.

Event description:
The company was made aware on (B)(6) 2020 of an impedance issue.